Event description:
Customer reports an lv5 infusor containing 240ml of 5-fluoro-uracie and 5% dextrose in water overinfused the contents over 40 hours instead of an anticipated 48 hours. Customer reports no pt injury or death as a result of the report.